Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced audio/vibrate anomaly/absence of alarm. The customer reported blood glucose value of 422 mg/dl. The customer reported hyperglycemia treated with insulin and changing reservoir. The event involved product(s) mmt-1884. Troubleshooting was performed and customer reported a vibrate anomaly , pump is not currently vibrating/beeping along with customer reported high bgs. No further patient complications were reported. Mmt-1884 was requested and customer response was the device will be returned. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event.

Manufacturer narrative:
The pump passed the self test. The trace and history files were successfully downloaded using thump. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, displacement accuracy test, because the device was opened prior to testing. On (B)(6) 2024, the pump was paired with a test guardian link 3 (gl3) transmitter (gt-8906401n) and a test plug. The pump was calibrated to the programmed test values properly and displayed correctly on the display graph. The pump was monitored for a couple of days while connected to the transmitter and the test plug without errors. On (B)(6) 2024, replaced the test plug with a test glucose simulator, set the low alert for 90 md/dl, continued to monitor the pump. Entered a 86 mg/dl value for sensor calibration. The pump alarmed suspend on low on (B)(6) 2024 at 11:28) with both audio and vibrate alerts at 88 mg/dl. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case and pillowing keypad overlay. Not receiving a vibrate low sensor bg alert anomaly is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.